Event description:
It was reported that during an unknown procedure the device clips are not holding and grasping tissue. When they are closed the clips appear to be scissored. They used a second device to complete the case with no patient consequence reported. Device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.